Manufacturer narrative:
Additional information: h3, h6, h11. H11: the device was received for evaluation. During evaluation, the reported problem of 'system error 345' was not reproduced. A review of the event history log (ehl) revealed occurrences of system error 345 messages. The reported condition was verified. The cause of the condition was determined to be ultrasonic and force sensor. The ultrasonic and force sensors will be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that a spectrum pump alarmed system error 345 (thermistor disparity), during device power up in the emergency room. There was no patient involvement. No additional information is available.